Event description:
The report received indicated that the length of the implanted smart control nitinol stent was 40 mm instead of the stated 60mm. There were no problems encountered during the procedure and the stent was deployed; however, it was then identified that the stent was too short. As a result a second stent was placed. It was the physician's opinion that the package had the wrong size info.

Manufacturer narrative:
The product is not available for evaluation, as the stent was implanted. Additional info will be submitted within 30 days upon receipt.